Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent/kinked cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached over 600 mg/dl. For treatment, the patient was given fluids, intravenous (IV) of insulin and the patient was given anti-nausea medication, as a prescription. The pod was worn between 36 and 48 hours on the abdomen. The pod was removed and discovered bent/kinked and then discarded. The patient was discharged on the same day.